Event description:
Received information stating customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly customer uses humalog insulin and changes out cartridge every 2-3 days.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted. See scanned page.